Manufacturer narrative:
H3: one cadd duodopa pump was received in good physical condition. The event history log was reviewed and there was evidence of a high pressure alarm. The pump was run in user mode and a pressure test was conducted. The reported "high pressure alarm was unable to be duplicated. Running the pump in user mode induced no errors. The pressure test passed at 22.5 psi. Log shows the pump was running 12-13 hours/day as patient claimed but it appears the patient turned it off. Due to the high number of high pressure entries in the log, the downstream sensor will be replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump may have had delivery issues. It was reported the pump was "alarming every night at 9pm" and it was "only running for 12-13 hours instead of the usual 16 hours" per reporter the alarm was a high pressure alarm. It was reported that "the patient believes he is running out of medicine around the 12 hour mark" and "does not feel like getting full dose." Per reporter the patient stated not using the extra dose much, "maybe 1-2 times daily" and was only using it when "not doing fine during day." Per reporter, the patient "denies seeing air in line," and "states extra doses has no time limit entered." No adverse patient effects were reported.